Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the issue occurred during a planned treatment and the treatment was completed as planned by bypassing the ups and restarting the x-ray system. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was not powering up due to the defective socomec(qualified philips supplier) ups. The socomec was informed about the incident to verify functionality of their unit before it is taken out of bypass. As the philips system was working as expected after bypassing the ups, the system was returned to use in good working order. These codes were updated based on investigation outcome.

Event description:
It was reported to philips that the system is not powering up. The device was inside clinical use at the time of the event. No patient harm was reported.